Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus balloon was explanted and a new 61 - 70 cm aus balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.